Manufacturer narrative:
During the procedure, power attachment fell apart and components of the attachment fell into the patient. Said components were retrieved within less than ten seconds and there were no injuries reported. Under previous repair the device was repaired and passed outgoing quality control inspection with no functional issues or loose components before returning to the customer. Power system attachmentao small drill stryker 4100-110-000 was returned to ims cooper city lab on october 3rd 2022 for evaluation. Upon investigation, it was found that the original OEM pin had become detached from the locking sleeve which caused the attachment to fall apart. Typically, this can happen if the pin is loose or if the device is not handled properly. The repair lab manager reported that the pin appeared to be original, and the attachment had passed outgoing qc inspection with no functional issues present after the prior repair. The lab was not able to determine why the pin came loose from the sleeve however, if the attachment had been exposed to a drop and/or impact it is possible that the pin could detach from the sleeve. To ensure the tightest possible fit it was determined that the bit lock sleeve and the pin needed to be replaced.

Event description:
The user facility reported that the power system attachment.ao small drill stryker 4100-110-000 came apart in the doctor's hands when he went to put attachment on for the first time. The spd manager had mentioned that the components had fallen into the patient however, they were recovered without issue.